Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel patch (device #4). Additional emdrs were submitted to represent the bard/davol composix e/x mesh (device #1), mesh ¿ composix kugel (device #2), mesh - composix l/p (device #3), ventralex st (device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix e/x, composix kugel hernia patch, composix l/p, kugel hernia patch, ventralex st patch and ventrio st on (B)(6) 2004 and/or (B)(6) 2005 and/or (B)(6) 2006 and/or (B)(6) 2009 and/or (B)(6) 2012 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against composix e/x, composix kugel hernia patch, composix l/p, kugel hernia patch and ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.